Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and the pump alarmed no delivery. The customer was advised to change the set. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.